Event description:
Procedure type: pneumonectomy. According to the reporter: the customer reports that the stapler fired on the pulmonary vein. The instrument reportedly did not fire properly and there was some bleeding from the vein, approximately 250cc of blood loss. The surgeon repaired/ oversewed with silk sutures. The sample is being sent for evaluation. No patient injury was reported.

Manufacturer narrative:
(B)(4).